Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to high out of range pacing impedances greater than 2000 ohms. The lead was surgically capped and replaced. No adverse patient effects were reported.